Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of 32056 points to axes controller, arm (aca) board on usm2.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 32056 occurred against universal surgical manipulator (usm2) with the patient side cart (psc) in standalone mode. Restarting the psc and performing an emergency power off did not clear the error. This initial call was then ended. The customer called back once the system was in integrated mode. The issue still persisted. The intuitive tech support engineer (tse) checked the system logs and found error 32056 against a usm2 board. The procedure was aborted, with no patient involvement. No known impact or patient consequence was reported.